Event description:
The hospital reported that during an endoscopic vein harvesting procedure, the vasoview hemopro cannula scope wash tubing fell off into the patient, but they were able to retrieve it through the original incision with no other patient effects reported. A replacement unit was used to complete the procedure. The product is not returning, as it was discarded.

Manufacturer narrative:
The device reportedly will not be returned to cardiac surgery for investigation. A supplemental report will be submitted when the investigation is completed. (B) (4).